Event description:
Right subclavian port catheter, which was originally inserted 4/29/94, fractured in pt. Fragment retrieved under flouroscopy via femoral vein approach 12/22/95. No complications. Port removed 12/29/95.